Event description:
It was reported, the bedside commode arm locks did not lock-up, they were "wiggling side-to-side", end-user fell and broke a leg."

Manufacturer narrative:
Changed/additional information added. G6 type of report: follow-up. D9 device available for evaluation by the manufacturer: yes. Date returned to the manufacturer: 10/05/2020. H2 if follow-up, what type? Device evalutation. H3 device evaluated by manufacturer: yes, evaluation summary attached. H10 investigation report reads as follows: (B)(6) 2020 12:21:10 cst a. L. We received 1 each of this item# g1-301dx1 white steel drop arm commode in used condition. The quality complaint indicates the customer reached over to grab a hold of it and the whole chair fell over causing a fall to the floor. This is a white painted commode, guardian g1-301dx1. This is not the mds89668 chrome plated commode. We did look at this and found the right side handle will not lock in place. Also the front cross bar can no longer fit into the right front frame area due to it being bent from the accident. The arm rests and rubber tips show minimal signs of wear. The locking pins for adjustable legs and the rear cross bar all work ok as designed. Based on the condition of this drop arm commode it is undetermined what type of maintenance has been performed. The root cause of this issue is unknown. The quality complaint has been confirmed. The sample will be held. Divisional qa will continue to monitor via monthly and quarterly trending.

Manufacturer narrative:
It was reported by the end-user that he uses/used medline product mds89668, steel drop-arm commode as an "assist tool" into and out of the shower in addition to its intended purpose. End user reports on (B)(6) 2020 he was attempting to transfer out of the shower from a shower bench in the shower across and over to his wheelchair. End-user reports, to make this transfer he uses the arms of the steel drop-arm commode "as an assist" because the toilet is between the shower and the wheelchair. End-user states, "on this particular date the right commode arm was very wobbly, when I reached over and grabbed a hold of it the whole chair fell over, and I fell with it braking my leg." End-user reports, 911 was called and he was transported to the local hospital. End-user reports x-rays were taken which confirmed he had broken his left lower leg in two places (tibia and fibula). End-user states he was admitted to the hospital late that evening (B)(6) 2020 and discharged to home the following wednesday (B)(6) 2020. End-user reports, to date he has had eight physical therapy sessions but reports he believes he needs more. Sample has not been returned for evaluation. Therefore, a root cause has not been determined. No further information is available at this time. Due to the serious nature of the incident, medical intervention, and follow-up care an MDR will be filed with the FDA.

Event description:
It was reported, the bedside commode arm locks did not lock-up, they were "wiggling side-to-side", end-user fell and broke a leg."